Event description:
It was reported that this pacemaker exhibited intermittent sensing of p waves during an intrinsic amplitude test. Also, the right atrial (ra) lead exhibited high amplitude waves. Technical services (ts) confirmed there was no evidence of undersensing. Ts discussed it was possible the atrial sensing could be disabled temporarily during an intrinsic amplitude test; however, this was not normal device function. Ts recommended to continue to monitor. This pacemaker remains in service. No adverse patient effects were reported.